Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was found in back up mode due to a power-on-reset. Technical support was contacted and it was suspected that cause of the event was due to the multiple high voltage therapies delivered to the patient which caused the device battery to deplete and run low. Device reprogramming was conducted to resolve the event. The patient was stable with no consequences.